Event description:
The reporter contacted animas on (B)(6) 2014 reporting a display (dim/fading) issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: the pump was powered on and it was noted that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.